Event description:
It was reported that the device entered backup vvi mode with no defibrillation therapy available following an magnetic resonance imaging (MRI) scan. Abbott technical support review device session records and confirmed the device entered backup mode because it wasn't programmed to MRI mode prior to the scan. The device was restored and reprogrammed to resolve the event and the patient was in stable condition.